Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of the sensing integrity counter (sic) oversensing episodes. It was noted that the right atrial (ra) lead exhibited oversensing and r waves have been low since the implant. The ra lead was reprogrammed. The rv and ra leads remains in use. No patient complications have been reported as a result of this event.